Event description:
Distributor reported that a homecare patient was receiving an infusion of flolan. According to reporter, the pump displayed a remaining volume of 18.4 ml. However, the cassette was found to be full of medication. According to reporter, it appeared the full dosage had not been delivered as programmed. No adverse effects to patient reported.

Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.